Manufacturer narrative:
Please see updates to h7 and h9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Inspect all items for residual debris. Should any debris remain, repeat the entire cleaning procedure until all debris is removed." "Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. If any foreign materials is observed, stop using the endoscope and take necessary measures according to section ¿inspection before each patient procedure¿ "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available.

Event description:
It was reported by the customer, the evis exera ii duodenovideoscope was contaminated. The device was sampled on (B)(6), 2021 and tested positive for two (2) colony forming units (cfus) of coagulase-negative staphylococci and enterobacter cloacae. The scope was sampled again on (B)(6), 2021. The instrument channel and the distal end tested positive for micrococcus species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the cleaning, disinfection, and sterilization (cds) checklist by the customer, the independent laboratory test results, and the device evaluation. The cleaning, disinfection, and sterilization (cds) evaluation was performed by the customer. Bacteria was detected in the air/water channel, instrument channel, and the suction channel. The scope was precleaned bedside in the examination room. The cleaning brush for the instrument channel was disposable and disposed of after a single use. Precleaning takes place under five (5) minutes after the procedure. The scope is precleaned with eco ez cleanse and five hundred milliliters of water. The scope is manually cleaned with a brush and neodisher endomed with a concentration of 101 for ten (10) minutes. The instrument channel/suction channel was brushed until no debris was observed in the bristles of the brush. The instrument channel opening was cleaned with the olympus single use soft brush maj-1888 until no debris was observed in the bristles of the brush. Flushing of the forceps elevator was performed with neodisher endomed. The forceps elevator vicinity was brushed until no debris was observed in the bristles of the brush. All channels were flushed with detergent. The biopsy valve, air/water valve, and suction valve were not brushed /disinfected/sterilized. The water bottle was not reprocessed. Steelco ew-2 ¿ 3s was used as the automatic endoscope reprocessor (aer) along with neodisher sc detergent and neodisher septo pac disinfectant. The endoscope and aer were compatible. Manual disinfection was not performed. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant. The disinfectant was used within the expiration date. The aer¿s disinfection process program of five (5) minutes was used according to the aer manufacturer¿s recommendation. The air/water channel, suction channel, and auxiliary channel were not flushed with alcohol. All removal parts (valves, water resistant cap) were detached from the endoscope. The endoscope was dried before prior to storage. The endoscope was stored in the drying cabinet, hung vertically with the distal end not touching the cabinet floor. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the instrument channel, air/water channel, and the distal end of the scope were cultured, and no germs were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was returned to olympus for evaluation. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the insertion part/bending tube movement had failed. The forceps raiser lever function had failed as the distal end cap had deposits.